Manufacturer narrative:
Initial and final MDR 1904624 - MDR 3003442380-2024-12379 - device 4 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 5 infusion set fell off events in between (B)(6) 2024. The two infusion sets were in use for overnight and the other three right away. No further information available.